Event description:
The customer contacted baxter's service center regarding an unrelated alarm, which occurred on the homechoice (hc). The home patient stated that they were being treated for an infection. Product surveillance made contact with the peritoneal dialysis (pd) clinic manager on (B)(6) 2012 regarding the reported incident of the patient being treated for an infection. The clinic manager reported the patient went to the hospital on (B)(6) 2012 for cloudy effluent. The patient was not hospitalized. The patient followed up at the clinic on (B)(6) 2012 and received vancomycin 1 gm. The manager alleged that the home choice 10.4 was the cause of the peritonitis. The manager stated the home choice is being swapped out and the patient is currently performing pd therapy on a 10.2 software machine at home.

Manufacturer narrative:
(B)(4). Baxter is in the process of investigating this event. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A review of the device logs revealed no failure, malfunction or iipv events that could have caused or contributed to the reported difficulty. The pal evaluated the device and no failure or malfunction were identified that could have caused or contributed to the reported difficulty. The problem was not confirmed. The assignable cause of the problem is undetermined.